Event description:
A ave micro stent ii of unknown size was successfully placed at the target lesion in a totally occluded right coronary artery after predilatation with a ptca balloon. After the stent was deployed, it was noted that there was an additional lesion in the mid-right coronary artery of approximately 75% stenosis, which was left untreated. Later that same day, the pt returned to the cath lab for redilation of the occluded right coronary artery with subsequent stent placement at the site of the previously untreated lesion. The follow-up procedure was successful, and there was no additional clinical sequelae reported relative to the event.